Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) and the field personnel agreed that if the alert was at 150 ohms then a command shock will be needed due to risk of truncation of energy with therapy delivery. This rv lead remains in service. No adverse patient effects were reported.